Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a firmware/software update the ilet became locked and the companion android app was unavailable in the google play store, after which the user received an ¿unable to proceed¿ message and the device did not deliver insulin; a replacement ilet and charger were arranged due to the upgrade failure, intermittent charging, and a cracked screen. Symptoms included prolonged hyperglycemia with a reported peak around 384 mg/dl, large ketones that later decreased to moderate, and feeling very hot. Outcomes included use of back-up therapy with subcutaneous insulin via pen and continuation of basal insulin, without professional medical intervention or hospitalization. Investigation included review of the reported device performance and user troubleshooting steps. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions and also the display screen has a small crack but was still operational with no lcd screen damage. It was concluded that the cause was an update-related device malfunction.